Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the battery drawer was broken, the knobs were sticky and worn, several parts were missing on the backside of the device, and there were screws missing from the lower case. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.